Manufacturer narrative:
One cadd legacy 1 pump was retuned for analysis in good condition. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. This confirmed the issue of alarm 1720. The back-up capacitor will be replaced to resolve he issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No reported adverse effect.